Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
The event involved transfer set w/chemolock¿, and it was reported that, after each change of the infusion bags, the line must be vented, as the adapter is drawing in air. There was patient involvement, and no patient harm.